Manufacturer narrative:
A ge service rep performed an on site investigation. The generator drive board was replaced during the service call. The system was tested and found to be working and put back into service.

Event description:
The customer reported that the 9900 system had a charger failure error message. No pt injury was reported.